Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation.

Event description:
It was reported that there was a "line blocked" alarm. Upon removal of the infusion set, the patient had observed a kinked cannula. The event occurred while in use with a patient and the event did affect patient care but there was reported no injury to the patient.